Event description:
The facility reported a pump that was programmed to deliver 100ml of an unk antibiotic within a specified amount of time. The bag was empty even though the pump still read 37ml remained for infusion. Thus resulting in an over infusion. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump that over infused was not confirmed nor reproduced during product eval. Therefore, no further action was deemed necessary. The pump was tested and returned within specs.